Manufacturer narrative:
The event s occurred on an unreported date within six months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three consecutive peritonitis within a six months period. The cause was unknown. The patient was treated for the first two events with vancomycin and another unspecified drug. The patient hospitalization, patient outcome and action taken with pd therapy were not reported. The patient experienced a third peritonitis event and was hospitalized and treated with vancomycin and another unspecified drug. At the time of this report, the patient has not recovered and was still hospitalized for the event. The pd therapy was ongoing during the treatment. The reporter declined to provide additional information.